Event description:
It was reported that pump displayed continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not return, and successfully started new sensor session; no additional actions were reported.